Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead had externalized conductors on the distal portion of the lead and that some noise appeared to be sensing the atrial signals. Programming changes were performed however the patient had a few more episodes of vt that were treated appropriately.